Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿there is an inspection method for the relevant event in the instruction manual for tracheal intubation fiberscope lf-tp/dp/gp ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope".¿. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the stresses of repeated use, external factors, or user handling led to the reported failure mode. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope exhibited insertion section flexible tube coating peeling. There were no reports of patient involvement.